Manufacturer narrative:
A product investigation was performed. The following four (1) devices were received. One (1) buttress/compression nut (part 03.037.016 / lot 9407497), one (1) blade/screw guide sleeve (part 03.037.017 / lot 9347642), one (1) 3.2 mm wire guide sleeve (part 03.037.018 / lot 9227021), one (1) 3.2 mm trocar (part 03.037.019 / lot 9163995). The overall complaint condition is confirmed as indents on the threaded region of the guide sleeve have resulted in binding of buttress compression nut and guide sleeve. However, the buttress compression nut was found to rotate freely on the guide sleeve until reaching the dented area. In addition, the wire guide and trocar were found to function as intended with no observed binding throughout functional testing. Thus, the complaint condition is confirmed for the guide sleeve and unconfirmed for the buttress compression nut, wire guide, and trocar. A device history record (DHR) review, device inspection, functional test, and drawing review were performed as part of this investigation. No new malfunctions were observed during the course of this investigation. The returned devices are part of the trochanteric fixation nail advanced (tfna) system. The blade/screw guide sleeve (03.037.017) is connected to an aiming arm (03.037.013) via a locking clip (03.037.015) and the buttress compression nut (03.037.016). This provides a cannula to target the oblique hole of the tfna nail and is where the trocar (03.037.019) and wire guide (03.037.018) are assembled as per the tfna technique guide. The buttress compression nut and guide sleeve were received assembled together and could not be separated due to binding of the interacting threads. The binding was determined to be due to indents on the threaded region of the guide sleeve. These indents are located between the distal edge of the threads and approximately 23.5 mm into the threaded region. Thus, the complaint condition for the guide sleeve is confirmed, consistent with the reported condition, and could be replicated. The buttress compression nut was found to rotate freely on the guide sleeve until reaching the dented area on the guide sleeve. Thus, it was determined to have not contributed to the complaint condition. As no functional issue was identified, the complaint condition for the buttress compression nut is unconfirmed and could not be replicated. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. However, the binding between the guide sleeve and buttress compression nut was determined to be due to damage of the guide sleeve threads. This condition is consistent with impact directly to the threaded region which would not be expected when used as recommended. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of device malfunction is unknown. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed on part # 03.037.016 and lot # 9407497: manufacturing location: (B)(4), manufacturing date: 26.mar.2015: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after cleaning process in central sterile processing department, while assembling the devices, reporter found that 3.2 mm trocar, blade / screw guide sleeve and 3.2 mm wire guide sleeve were stuck together and could not be pulled apart. Reporter pulled apart 3 devices with difficulty. Also, the buttress / compression nut could not be unthreaded and was found to be cross threaded and no longer function properly. There was no patient involvement. This report is for one (1) buttress/compression nut. This is report 1 of 1 for complaint (B)(4).